Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. H3 other text : pending device return.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure a 29mm sapien 3 ultra resilia valve was implanted in a heavily calcified native aortic valve with + 3cc added to the balloon nominal volume. During deployment the commander delivery system balloon ruptured. The balloon was not quite fully inflated when it ruptured (approximately 90% inflated). The system was removed through the e-sheath without difficulty. The valve was post dilated. At the end of the procedure, the patient was doing well no issues with the valve or vasculature.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 component code, investigation findings and investigation conclusions based on investigation completion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and evaluated. The first image showed the balloon burst during inflation of thv deployment. The second image showed altered profile of balloon potentially due to balloon burst. The third image showed calcification present in landing zone. The complaint for balloon burst was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the events as the 3mensio report revealed the calcification in landing zone and as reported '+3 was added to delivery system balloon prior to inflation'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.